Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017. Customer was hospitalized for low readings. Customer's current blood glucose was 117 mg/dl. Customer was treated with glucose tablets and by emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump had a blank display. After troubleshoot, the display was blank. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies were noted. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.